Event description:
It was reported that during the implant procedure, the guidewire was "toploaded with some friction" and when the left ventricular (lv) lead was attempted to be backloaded with the guidewire, the guidewire was unable to pass through the distal tip of the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The blood obstruction stops guidewire from frontloading at 19.5 cm and stops backloading at 58.5 cm. (B)(4).